Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it is the physician¿s opinion, that the patient¿s symptoms of syncope, unresponsiveness, and bradycardia were not linked to the rv lead or the ra lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope and they were unresponsive. The patient also experienced bradycardia with a heart rate in the range of twenty beats per minute. It was reported that the right ventricular (rv) lead exhibited undersensing, oversensing, pacing inhibition, and a high number of short ventricle to ventricle (v-v) intervals. It was also reported that the right atrial (ra) lead exhibited undersensing, oversensing, far field r-wave (ffrw) oversensing, and suppression of pacing. The rv lead and the ra lead remain in use. No further patient complications have been reported as a result of this event.